Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The reported event for ipg communication issue was confirmed. As received, the ipg battery was depleted. The ipg battery was recovered using an external power supply. The ipg was unable to communicate with the lab blue screen utility or the lab patient programmer. Troubleshooting revealed that there was no output frequency from the crystal oscillator (x1). A CT scan revealed that there was debris inside the oscillator casing. Further testing could not be performed due to the defective crystal oscillator (x1). Device history record (DHR) for device s/n (B)(6), batch/lot# 7018355 showed units released from production passed all applicable function tests and visual inspections.